Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vitrectomy cutter broke during the vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information was provided which indicated the needle broke when it was pulled out from the patient's eye during the surgery and the broken needle did not fall inside the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a vitrectomy cutter broke during the vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information was provided which indicated the needle broke when it was pulled out from the patient's eye during the surgery and the broken needle did not fall inside the eye.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener sleeve. The degree of wear could not be determined due to needle broke off at the stiffener sleeve. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a broken probe needle. The exact root cause of the broken probe needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).